Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is prompting the setup mode when he attempted to test his blood glucose. This complaint is classified according to the documentation of the customer care advocate. The setup mode issue began in (B)(6) 2014. The patient did not make any changes to his usual diabetes managed with oral medication due to the issue. Subsequently, on (B)(6) 2014, the patient was tested on the hospital meter at ¿307 mg/dl¿ and was treated with insulin. The patient claimed he developed symptoms of ¿dizziness and unable to stand¿ as a result of the setup mode issue. The issue was resolved with training. This complaint is being reported due to possible use error and because the patient was treated for hyperglycemia after the setup mode issue began. The product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.